Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a guidance device being used in a spinal procedure. It was reported that trajectories were inaccurate for no apparent reason. Successful (green) registration was achieved in a quick manner, no patient contact was made prior to dropping instruments, and the trajectory was clearly medial. There was no patient harm or additional complications reported or anticipated as a result of the event.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the front shoulder brake was extremely loose. The shoulder was tightened. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that there was a loose screw in the arm that caused inaccuracy. It was further clarified that the front shoulder brake was extremely out of specification and allowed for movement when the mount was locked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that there was a loose screw in the arm that caused inaccuracy. It was further clarified that the front shoulder brake was extremely out of specification and allowed for movement when the mount was locked. The brake was tightened back to within range.